Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.

Event description:
Wife states that the lift broke on her last night husband on the floor. She states she had to call ems, states that the pump handle wore and it completely broke off. She states that the screws are sticking out and her husband hits his knees and he has sores on his knees. Wife states he was on the floor for 2 hours. She states her husband states his neck hurts, he was laying in between the bed and a desk. She states she isn't taking her husband to the dr as of right now. She thinks his neck hurts because of the way he was laying for 2 hours.

Manufacturer narrative:
The additional information added was that the end users wife reports after the fall the end user did have a seizure but cannot be determined what caused it due to her husband having dementia and parkinsons.

Event description:
The end users wife reports after the fall the end user did have a seizure but cannot be determined what caused it due to her husband having dementia and parkinsons.

Manufacturer narrative:
The expanded evaluation found that it was confirmed for the pump link shearing off but was not confirmed for the handle breaking off. There was minimal rust found but no other dimensional or material defects were found in the link component. The pump piston functioned appropriately. There was minor corrosion found on the pump's reservoir housing. The screw was properly seated and would not likely have rubbed against the end user under normal operating conditions.

Event description:
Wife states that the lift broke on her last night husband on the floor. She states she had to call ems, states that the pump handle wore and it completely broke off. She states that the screws are sticking out and her husband hits his knees and he has sores on his knees. Wife states he was on the floor for 2 hours. She states her husband states his neck hurts, he was laying in between the bed and a desk. She states she isn't taking her husband to the dr as of right now. She thinks his neck hurts because of the way he was laying for 2 hours.